Event description:
User reports a pt with discrepant hcg results. Initial result, 2008 was 56.14 ulu/ml. Same sample repeated twice gave 49.23 miu/ml on the same day and <0.1 miu/ml on two days later. The pt underwent a bilateral salpingectomy based on the suspicion of an extra-uterine pregnancy. Afterwards, the anatomo-pathology did not show any pregnancy. If add'l info is received, appropriate notification will be provided.